Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When setting up for a total hip replacement, the scrub nurse noticed that a pair of broach handles were not tightening and closing properly around the corail broaches. When squeezing the handle on the side of the broach, it would not lock down on the broach and remained loose. The broach would seat fully, however the handle on the broach still felt loose when closed. The patient was not in the room yet and the surgery had not begun. This caused no delay in surgery or adverse outcome for the patient.

Manufacturer narrative:
The complaint description states that when setting up for a total hip replacement, the scrub nurse noticed that a pair of broach handles were not tightening and closing properly around the corail broaches. When squeezing the handle on the side of the broach, it would not lock down on the broach and remained loose. The broach would seat fully, however the handle on the broach still felt loose when closed. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.